Event description:
The patient was treated in the study with a precise rx to the right internal carotid artery. The following day, the patient experienced a mild left sided neglect. It is documented that the event is procedural related and not likely related to the angioguard device or the carotid stent malfunctioning. The patient's symptom of left sided neglect was completely resolved. Post dilation, there was a short episode of hypotension and bradycardia, which resolved rapidly after administration of IV fluids and a small dose of epinephrine. A pre-operative stroke evaluation was performed. The baseline neuro results were benign and the patient did not have any reportable deficits. The patient underwent cas with out any notable difficulties. The angioguard filter basket was placed distal to the lesion without difficulties. The lesion was pre-dilated and the carotid stent was placed at the target lesion. The final target lesion percent diameters stenosis is 0%. The filter basket was retrieved and upon examination debris was noted to be in the basked of the device. Standard post-procedure imaging was performed. The procedure was uneventful. Inotropics were used for blood pressure support. The patient did no show any evident signs of stroke during the procedure and was recovered in normal fashion as transferred to the floor. The patient was to remain on a heparin drip but the incorrect drug and placed the patient on a dopamine drip throughout the night. Upon post-op neurological evaluation, a finding of mid left sided neglect was noted. No other neurological deficits were reported. The patient was in no acute distress and the patient mental status was intact. A repeat carotid duplex was performed which revealed a patent carotid stent without device of flow limiting lesion. A CT scan of the brain revealed lacunar infarctions in the right periventricular white matter tracts along with associated microangiopathic disease. The patient was scheduled to have a coronary artery by-pass grafting (CABG) post carotid stent placement; however, the CABG was postponed because of the findings.

Manufacturer narrative:
This product is not available for analysis as stated in section additional information will be provided within 30 day of receipt. This is one of two products involved with the reported event, which is associated with manufacturing report numbers 9616099-2007-01596 and 1016427-2007-00085.